Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during vitrectomy procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint will be investigated, based upon the logfiles. The surgical system and related consumables will not be returned for investigation. Investigation to determine the root cause of the reported event is ongoing.

Event description:
It was reported, that during vitrectomy procedure. The constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the log files of the eva system revealed that at the step change there was detected a too high pressure difference. This situation is caused when the infusion mode is set to gravity, in combination with specific other user settings. This maybe an unintended use error as in spain it is common to use the vgpc mode, not the gravity mode. This could be the root-cause of why the constant irrigation was turned off unexpectedly, however this cannot be defined conclusively. As a preventive measure, the software was reinstalled. The distributor was informed about the possible root-cause and was advised to monitor the situation and contact dorc if the issue reoccurs. Review of the complaint database indicated that no similar issues have been logged on this eva surgical system since the event occurred. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed

Event description:
It was reported that during vitrectomy procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue. There is no report of patient/user harm. No report of prolonged or delayed surgery.